Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation, will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that the needle broke during a post-partum tubal ligation. The user was attempting to reshape the needle at the time of the event. No adverse patient consequences were reported.